Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple supply changes were performed, and the pump was unable to push insulin past the cartridge tubing. The customer's blood glucose (bg) level was 446-447 mg/dl. The customer reverted to alternate insulin therapy.